Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - fluid leak unsure of location.

Manufacturer narrative:
This follow up MDR is created to document the evaluation of the returned device. A titan otr pump and two cylinders were received for evaluation. Based on recreation of the position of the tubes according to the abrasion patterns, quality was able to demonstrate that the longer exhaust tube and inlet tube of the pump were overlapping each other while in-vivo. This positioning, in combination with device usage over time, could contribute to the observed creasing of the tubes at the strain reliefs. In addition, quality concluded that the rough and irregular surfaces associated with the detachment sites of the longer pump and cylinder # 1 exhaust tubes indicates that sufficient stress(s) was exerted to separate these sites while in-vivo. Separations of these types would then allow the loss of fluid, making the device inoperable. Should additional information be received, this file will be re-evaluated, according to procedures.